Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was involved in a system infection. Intravenous antibiotics were delivered to the patient for a week and afterwards there was no sign of an infection. The patient was released from the hospital and the device continues to remain implanted and in service. No additional adverse patient effects were reported.